Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(6) (system 2), is related to case with patient identifier (B)(6) (system 1). Product was discarded and unable to be returned for evaluation.

Event description:
It was reported that the self-adhesive of the infusion set was wet with insulin and blood glucose levels higher than usual.